Manufacturer narrative:
Product complaint number:(B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Answer = no. Was there any medical or surgical intervention performed as consequence of this issue (product removed; re-operation; re-closure; drainage)? If so, please specify. Answer = no. Where there any quality issues noted prior to the packaging being handled? Answer = no. Did the suture maintain integrity even with dye coming off? Answer = the discoloured suture that turned clear felt like 4-0 pds integrity - tougher, it didn¿t feel soft like 4-0 nylon. What is the lot number? Answer = rhbcsc. The issues happened 7 days after the surgical procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. It was reported that there were issues with part of the suture turning clear after 7 days, hard time removing sutures from blonde hair. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/21/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  g1, h6 h6 investigation findings: c22 - photo analysis h3 evaluation: this is an analysis of a set of photos submitted for evaluation. During the visual analysis the following was observed: the photo showed an open box with product and a deformed needle with a section of suture. Based on the set of photos reviewed, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.